Event description:
There was some resistance when the lead was placed in the 0-7 socket of the neurostimulator. The lead was able to be inserted. Impedances with greater that 10,000 ohms on electrodes 0-7. A new lead was used with the exact same results, including resistance inserting the lead into the slot. Backing the set screw out to allow the lead to slide into the neurostimulator did not resolve the problem. Everything was wiped off and suction was used to dry out the slot for the lead. Nothing made any difference. The pt was asleep so it was not possible to check stimulation sensation. The neurostimulator was replaced. Afterward impedance measurements were all normal. There was no pt injury associated with the event.

Manufacturer narrative:
(B)(4). The implantable neurostimulator and lead have been returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.